Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
PICC nurse inserted the line into the right medial cephalic vein. The pt developed a thrombus to the right subclavian, axillary and brachial veins two days later. The PICC line had been inserted without difficulty to 40cm. Good blood return was noted upon insertion, and the line flushed easily. X-ray confirmed good placement.